Event description:
Pt was in the operating room for open heart surgery. When the pt's vascular system was connected to the heart/lung machine the perfusionist noted that carbon dioxide levels were increasing and the saturated oxygen levels were low. A print out from the blood parameter monitoring system and stat blood gas analysis confirmed these readings. The perfusionist asked that the procedure be stopped while the oxygenator was replaced. Immediately after replacing the oxygenator and transfering the pt's blood flow to the heart/lung machine all blood gases returned to normal. Procedure was completed, pt transferred to ICU without any negative outcomes.